Event description:
Caller stated he stayed at a (B)(6) for the (B)(6) about 10 days ago. Caller stated he got his testicle stuck in the chair, and it took him about 30 minutes to wiggle himself out. He expressed that it was an extremely painful event and posted the incident on (B)(6). The hotel contacted the caller and he told the representative that he hasn't had any previous injuries.